Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that after three days of use a leak was noted with the cuff of this tracheostomy tube. This tracheostomy tube was removed and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
One portex® bivona® adult tts¿ adjustable neck flange hyperflex¿ tracheostomy tube was received for analysis. Visual inspection was performed by the unaided eye and by viewing under magnification. The defect was confirmed, but it was determined not to be the result of a manufacturing issue. It was likely that the tube was contacting a rough spot (e.g., splinters, cartilage, or calcification) on the end user's trachea causing the wear/abraded marks. A review of the manufacturing and quality inspection processes were reviewed and considered adequate and correct. The failure mode was found to be a cut/puncture of the cuff. The root cause is unknown.